Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. Foreign material remaining in the device was attributed to incomplete reprocessing caused by loss of water tightness. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif 1100 series operation manual chapter 3 preparation and inspection. Gif 1100 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was not confirmed. The evaluation found the following: due to deformation of scope cover, water tightness is lost; due to wear of switch1, water tightness is lost; due to burn on plastc distal cover, insulation resistance value at distal end does not meet the standard value; due to wear of angle wire, bending angle in right direction does not meet the standard value; and adhesive on bending section cover or distal sheath rubber is detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that gastrointestinal videoscope, air/water leakage. The issue occurred during unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found white foreign material. This report is being submitted to capture the reportable malfunction found during evaluation.